Event description:
It was reported that an ilet user experienced a pairing failure between the ilet and a freestyle libre 3 plus sensor, triggering a ¿pairing failed¿ alert, after which the user was guided to rescan and initiate sensor warmup with an indicated remaining warmup time. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device successfully proceeded to sensor warmup following rescan, indicating restored communication. It was concluded that the event was related to a temporary connectivity issue that resolved with standard troubleshooting and did not result in patient harm.